Event description:
It was reported that the sheath had a hole. A 1.25mm rotapro was selected for procedure. The device was prepped and platformed outside the patient. It was noted that the rotapro sheath was torn off and the burr failed to start rotation. No patient complications were reported.